Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the failure was a damaged response button center dome. The root cause for the damaged center dome could not be positively identified. No adverse events occurred from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the failure was a damaged response button center dome. The root cause for the damaged center dome could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.